Manufacturer narrative:
The device ro 10 011 has been inspected for investigation purpose. The tests performed confirmed that the vigilence device (pedal) is degraded. As repair, the pedal was replaced. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the vigilance device was non-functional. There was no patient/user impact reported.